Event description:
It was reported that the 9800 system had an intermittent kv error and communication error messages. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, interconnect cable, and the lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.